Manufacturer narrative:
The customer spoke with a covidien technical support engineer (tse) over the telephone regarding a ventilator having generated a "severe occlusion"alert message during patient use. The tse recommended that the customer to run specific device testing. The customer followed the instructions, and was unable to duplicate the "severe occlusion"; alarm condition. A covidien customer service engineer (cse) was requested to perform an evaluation and possible repair. The cse performed all tests and calibrations detailed in the device service manual. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Manufacturer narrative:
The covidien technical support engineer (tse) trouble shot the issue with the customer and recommended checking the device filter or heat and moisture exchanger (hme). The customer stated that the unit passed extended self-testing (est) and runs as intended. No error codes were reported. Covidien reference: (B)(4).

Event description:
Covidien received information from a customer stating that an 840 ventilator displayed a severe occlusion alert while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm or injury as a result of the transfer.